Event description:
It was reported that bd posiflush¿ saline 10ml syringe seemed to be without pressure because the plunger is difficult to operate. This occurred on 8 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the syringes seems to be without pressure because when the plunger is pressed it is locked and there is difficulty on releasing the solution. There was already 8 occurrences with this batch. Information received by email on 02/15/2019: there was no damage to the patient or health professional. There was no need for medical or surgical intervention. Anvisa was not notified (p. Siegel 15feb2019)"

Manufacturer narrative:
Investigation: two samples were received for evaluation. They both came with no packaging flow wrap. They have the plunger rod- rubber stopper, saline solution and the barrel label confirms the lot# 8145840. The tip cap is not the original assembled during production. One syringe has the rubber stopper at the 5ml mark and the other one at 7.5 ml mark. They both were tested for break out and sustaining force. The syringe with the stopper at 7.5ml had 29.15n breakout force and 15.80 sustaining force; the other syringe measured the break out force at 34.30n and the sustaining force at 14.90n. The specification is break out force<40n and sustaining force<20n. Failure mode was not verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ saline 10ml syringe seemed to be without pressure because the plunger is difficult to operate. This occurred on 8 separate occasions. No serious injury or medical intervention was reported. Verbatim: "the syringes seems to be without pressure because when the plunger is pressed it is locked and there is difficulty on releasing the solution. There was already 8 occurrences with this batch. Information received by email on (B)(6) 2019: there was no damage to the patient or health professional. There was no need for medical or surgical intervention. Anvisa was not notified ((B)(6))"